Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies during visual inspection. The drive support disk was inspected and no anomaly was noted. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had cracked case at lcd window corner and battery tube threads and a scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 243 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.